Event description:
It was reported that when the patient presented in-clinic after receiving an inappropriate shock, oversensing on the ventricular channel was observed. Review of the episode revealed noise. Emi was suspected. Further testing was recommended. No further information is available.